Manufacturer narrative:
Unable to prime, compromised force sensor system alarm test due to faulty fsr. Insulin pump passed basic occlusion and displacement test. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. No button error alarms noted. All button functions properly. However, corroded keypad traces noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, and cracked case near display window corners noted during visual inspection. (B)(4).

Event description:
The customer's father reported via phone call that customer had fluctuating high and low blood glucose. Customer's father reported their blood glucose declining to 12 mg/dl and rising to over 446 mg/dl. The customer stated they were not experiencing any symptoms. Previously the customer's father stated that the customer attempted a bolus for high blood glucose level at 446 mg/dl, and then the keypad began to scroll. The customer's father removed and replaced the battery from insulin pump and the screen was blank; he removed and replaced battery again after 2 minutes and received a button error alarm. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.